Event description:
On (B)(6) 2026, a patient underwent a computed tomography kidney biopsy procedure via normal density tissue using the maxcore. During the procedure, the cannula of the device can¿t be fired. Further it was reported that firing button bit stuck but still can be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.